Event description:
Implanted in (B)(6) 2020, lead showed slow rise of the pacing threshold from (B)(6) of 2020, to over 3.0 at 1ms. Lead was explanted and implantation of a new ra solia s 53 was performed, without complications with very good values.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection found no deviations from the technical specifications that could be related to the increase in the pacing threshold. In addition, cuts were found in the insulation (16 cm to 19 cm distal of the is-1 connector pin) during the analysis, which are probably a result of the extraction procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.